Manufacturer narrative:
(B)(4).

Event description:
It was reported thrombus occurred and premature release occurred outside of the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. A 27mm watchman ® laa closure device & delivery system (wds) was advanced. The device was deployed in the laa. Three partial recaptures were performed and it was then fully recaptured and removed from the patient. While in the patient, it was noted that there was some thrombus present on the device which the physician aspirated and then it was no longer observed on echo. The procedure was completed with a double curve was and a second 27mm wds. There were no patient complications reported. Upon removal of the first 27mm wds, they attempted to deploy the device on the back table to inspect for presence of thrombus. The tech deployed the device by pushing forward on the deployment knob and pushing the device out of its delivery system catheter. The device was observed to spring out of the catheter; it was not attached to the core wire.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The shaft, implant and hub were examined. There was blood on the device. There were numerous kinks. The implant size is consistent with the reported information. The implant was received in the deployed state, free-floating in the bag. There were several anchors on the implant bent back. The tip had scratches on the inner surface. The damage is consistent with recapturing the implant. The implant and screw were not damaged, the implant was able to be screwed on to the core wire with no difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported thrombus occurred and premature release occurred outside of the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. A 27mm watchman laa closure device & delivery system (wds) was advanced. The device was deployed in the laa. Three partial recaptures were performed and it was then fully recaptured and removed from the patient. While in the patient, it was noted that there was some thrombus present on the device which the physician aspirated and then it was no longer observed on echo. The procedure was completed with a double curve was and a second 27mm wds. There were no patient complications reported. Upon removal of the first 27mm wds, they attempted to deploy the device on the back table to inspect for presence of thrombus. The tech deployed the device by pushing forward on the deployment knob and pushing the device out of its delivery system catheter. The device was observed to spring out of the catheter; it was not attached to the core wire.